Event description:
Pt then mentioned her history going back to (B)(6) 2006 when medtronic device was implanted. Pt wasn't conscious for the next 10 days and went thru a 2nd surgery but doesn't know why. (B)(6) 2007 a medtronic lead became loose and was replaced. (B)(6) 2007 pt was shocked 13 times and the medtronic device was replaced due to device failure. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).